Manufacturer narrative:
Product analysis :visual and optical examination of the returned set screw identified a fracture at one of the break-off portion hex corners, and is splayed open, consistent with bend stress overload during attempted implantation.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, intra-op, set screw broke. The set screw was replaced. No patient complications were reported.